Event description:
During product evaluation by a baxter service technician, a flo-gard infusion pump required the replacement of the pump head p2 door. This condition had the potential to interrupt delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned to baxter and the condition was confirmed and duplicated. The cause was determined to be a faulty door. The door was replaced. If any additional information is received, a follow-up will be sent.